Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a lot history record (lhr) review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: femoral bleeding and hematoma. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. After the pt was discharged home, the pt called the emergency room regarding femoral bleeding and was transported to the hospital. An access site hematoma was observed and was non-surgically expressed. Hemostatis was achieved again with manual compression. The pt was kept in the hospital overnight and discharged home the next day. There were no reported adverse pt sequelae. Though requested, no add'l info was available.